Event description:
Customer alleges false negative d-dimer results with 3 samples while running a plasma to whole blood correlation study: sample number: (B)(6), plasma: 599, whole blood: 296. Sample number: (B)(6), plasma: 444, whole blood: 252. Sample number: (B)(6), plasma: 481, whole blood: 254. Customer uses a cutoff of 400 to determine positive d-dimer results: this correlation study was run using 2 triage meters. Results from the other meter (number 66704) have been reported on MDR number 2027969-2012-00534.

Manufacturer narrative:
Investigation pending.